Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 310 mg/dl. Reportedly, the customer disconnected infusion tubing from the site, filled the tubing, and did not observe any drops of insulin exiting from the end of the tubing. The pump supplies were changed to resolve the issue.